Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and within the stat gard sleeve. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. The extender tubing was also returned. No blood was observed inside the iab catheter. Two kinks were observed; one on the catheter tubing approximately 37.6cm from iab tip and the other on the catheter tubing and inner lumen approximately 70.9cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the stat gard seal, balloon, catheter, y-fitting and extracorporeal and extender tubing was performed, and no leaks were detected. Blood may enter the stat gard sleeve when the sheath seal is moved back and forth. This is the intention, so blood does not spray over the user and patient. The reported event cannot be confirmed by the evaluation. Note: per instructions for use, if blood is seen passing the sheath seal following insertion through a sheath, disengage sheath seal from hemostasis valve. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy blood had leaked from the universal sheath seal into the stat gard. No blood was seen inside the tubing so therapy was continued. Therapy was completed and the iab was removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: clinical engineer. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).